Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and inflammation at the abutment site. Subsequently the patient was administered antibiotics and underwent revision surgery on (B)(6) 2018, to remove the abutment.